Event description:
According to the reporter, during a procedure, the device broke during use on a patient. Small pieces of material fell apart from the instrument in the beginning of the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.